Manufacturer narrative:
(B)(4). Method: device's ECG was reviewed. Conclusion: the device detected an artifact while in use. An artifact may originate from a variety of sources including electrical "noise" from the surrounding environment or patient handling. The device correctly gave a "no shock advised" decision for a non-shockable rhythm. The device performed according to specification.

Event description:
The user is questioning the presence of an artifact detected by the defibrillator during deployment. The subject was not able to be resuscitated.